Manufacturer narrative:
Literature article citation: patil s. Clinical and radiological outomes of axial lumbar interbody fusion. Doi: 10.3928/01477447-20 101021-05. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that that patient underwent an axial lumbar interbody fusion. The patient reported increased pain on postoperative day 3, and a CT scan showed a pelvic hematoma. The patient was monitored weekly and an abdominal CT scan confirmed that the pelvic hematoma had absorbed 4 months postoperatively.